Manufacturer narrative:
(B)(4). A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.a device history review was performed finding one exception during manufacturing, however, the device was re-tested and found to be performing as designed.

Event description:
The facility reported a colleague infusion pump that does not turn on. It is unknown when or in which care area this event occurred. This event had the potential to interrupt delivery. The facility did not have information regarding patient involvement or whether there have been any reports of patient injury or medical intervention in association with this event. The facility was not willing to be contacted for any further information. This device is an unremediated colleague pump with a user interface module software version of 5.03.00. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump that does not turn on was confirmed during product evaluation. This condition was caused by a disconnected rear inverter harness. The rear inverter harness was reconnected to correct the reported condition.